Manufacturer narrative:
Patient weight is unknown. It is unknown when patient¿s pain began. Lot number is unknown. Date of implantation is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter email address is unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent hardware removal of three (3) titanium (ti) multiloc screws due to left shoulder pain. All of the screws were removed intact without any problem. The multiloc humeral nail was left in the patient. The surgeon decided to leave the nail in place as it was not sticking out nor was there a malfunction with and he felt the screws were the cause of the pain. It was not provided if there was any other medical intervention done. Procedure was completed successfully with no surgical delay. Patient outcome was not provided. Concomitant device: multiloc humeral nail (part: unknown, lot: unknown, quantity: 1). This report is for a 4.5mm ti multiloc screw length 40mm. This is report 2 of 3 for (B)(4).